Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated on (B)(6) 2025 where their therapy amplitude was increased from 9.0ma to 10.2ma. Around (B)(6) 2025, the patient experienced extraneous stimulation in the form of a choking sensation and difficulty swallowing. The patient was seen for a follow-up on (B)(6) 2025 and their therapy was adjusted to 9.2ma. Following the adjustment, the patient was not experiencing any stim or discomfort. The patient reported that they continued to experience stim. On (B)(6) 2025, the patient's therapy was adjusted to 8.2ma. On (B)(6) 2025, the patient presented with stim on the right side of their neck and throat discomfort. The patient's therapy was reduced to 5.0 ma and their symptoms resolved. The patient was again seen for a follow up on (B)(6) 2025 and reported shock in their generator pocket. Therapy was disabled and an x-ray was done. As of (B)(6) 2025 the results were not available. Although the device was off, the patient reported that they were still experiencing shock from the upper right corner of the ipg. The patient was adamant that the ipg battery was still generating energy similar to a car and the generator was faulty like a car transmission and should be replaced. On (B)(6) 2025, the patient underwent a battery exchange. Therapy was turned off until the first office titration. The patient was seen for a follow up on (B)(6) 2025, and it was confirmed that the stim resolved following the generator change. Their therapy was turned on and increased to 4ma, and there were no symptoms or stim reported.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#(B)(4).